Event description:
A device was used during a laparoscopic low anterior resection. After firing the device, the doctor could not remove the instrument from the bowel. The case was completed with a same like device with no patient consequence. The device was discarded. The user was inserviced.